Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter was displaying an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at 10:00 pm. The patient manages her diabetes with a fixed dose of insulin. She denied taking any action regarding her usual diabetes management regimen in response to the alleged issue. She claimed that about 12 hours after the issue began, she developed symptoms of ¿upset stomach¿ but she denied having received any treatment. At the time of troubleshooting, the csr noted that the subject device was being used for the first time. The correct test strips were being used and there was no evidence of product misuse. The issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. The patient's reported symptom does not meet lifescan's criteria of a serious injury. The patient also denied receiving treatment as a result of the alleged issue; however this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.